Manufacturer narrative:
Outcome attributed to adverse event was updated/corrected from "other" to "intervention req". If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated additional medical history included intractable spasticity, a broken neck (causing him to be on a respirator and also causing no motor function, further described as the right side of his body did not work, and every time he bent over/got dressed his right leg was stiff/right arm did not work, so he used his left side non-stop; did everything with his left side, as was only side that worked, and the muscles were solid). The patient's medical history of concomitant medications and dietary supplements included bisacodyl, escitalopram, gabapentin, norco (hydrocodone and acetaminophen), ibuprofen, lorazepam, miralax (polyethyelene glycol 3350), senna, and zolpidem. A minimal amount of swelling still remained on the lateral side of the pump implant site. No further complications were reported/anticipated or expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving 2000 mcg/ml of baclofen at 195 mcg/day via an implantable pump for intractable spasticity. On (B)(6) 2017, it was reported that the patient "felt better when taking antibiotics". The patient made several inquiries regarding if it was normal or heard of to feel better by taking antibiotics after having a pump put in. The patient also inquired if there could be something in the pump site area and if their healthcare provider (hcp) could "take a needle and see if there is anything in the area". No out of box failures were reported, neither were any medical or therapy problems associated with small parts. The patient clarified that they felt like they were getting a urinary tract infection (uti). The patient's hcp gave the patient antibiotics and tested for a uti. The test came back negative. The hcp reportedly gave the patient antibiotics and a "pain shot" and after a few days the patient felt better. No further complications were reported.